Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of coagulopathy. The patient is reported to have presented to hospital with chest pain. Diagnostic testing revealed a right lower lobe pulmonary embolism (pe), deep vein thrombosis (dvt) of the left common femoral and external iliac veins and an increasingly enlarging hemorrhage of the right adrenal gland. The indication for the filter placement was reported to be the pe and dvt in the setting of a contraindication to anticoagulation therapy. The filter was implanted via the right common femoral vein and placed with its¿ upper aspect at the junction of l2-l3 and its¿ lower aspect at the level of l3-l4. The patient is reported to have tolerated the procedure well. More than twelve years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted and migrated and was associated with perforation of the filter strut(s) outside the inferior vena cava (ivc). The patient further reported having experienced dizziness and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.the trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported dizziness experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, sometime prior to the index procedure the patient had been seen in the emergency room for symptoms of chest pain. A spiral computed tomography (CT) scan showed pulmonary embolism (pe) plus some subpleural nodule, a deep vein thrombosis (dvt) of the external iliac and left common femoral vein and an increasingly enlarging hemorrhage of the right adrenal gland. As the patient could not be anticoagulated, it was felt that the caval filter was in order. Under fluoroscopic control, an inferior venacavogram was done to measure the size of the cava and the location of the renal vein. The trapease inferior vena cava (ivc) filter was deployed with its upper border at the junction of l2-l3 and the lower border at the junction of l3-l4. The patient tolerated the procedure well and was taken to the recovery room in good condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately seven years and ten months post implantation. The patient reports perforation of filter strut(s) outside the ivc, migration of the entire filter other than to heart, tilting of the ivc filter and that a CT scan had also reported tilt, migration and perforation of the trapease ivc filter. The patient further asserts to have suffered from dizziness and vision loss post implant and experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, migration and perforation. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, migration and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.